Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer also stated that blood glucose value went up from 300 mg/dl to over 400 yesterday. The customer was assisted with troubleshooting and declined. Customer was using insulin pump system within 48 hours of reported high blood the customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated that the event was resolved by changing infusion set. The insulin pump will not be returned for analysis.